Event description:
A nurse manager reported that during a vitrectomy procedure, a 23 gauge cannula separated from the collar. Additional info provided from the surgeon indicated an instrument got stuck in the trocar cannula causing the "complex" to come out of the eye. A retinal tear and superior rhegmatogenous detachment occurred as a result. Laser was applied and silicone oil was used for treatment. The surgeon indicated the cause of the event was related to the lumen of the trocar too tight on the instrument.

Manufacturer narrative:
One trocar hub and cannula assembly with the hub loose on the cannula was received for evaluation. The sample was found to be nonconforming due to the hub being detached from the cannula. A visual examination of the loose hub and cannula indicated that there may have been an insufficient amount of glue to properly secure the hub to the cannula. The device history record (DHR) was reviewed. No abnormalities that could have lead to the reported nonconformance were found and the product was release according to the manufacturer's acceptance criteria. An exact root cause could not be determined as to why the hub separated from the cannula. It appears that an insufficient amount of glue was applied to the hub and cannula joint to sufficiently secure the hub to the cannula. An internal investigation has been opened. (B)(4).